Event description:
It was reported this adverse event was associated with the patient's eye anatomy and not the intraocular lens. Patient had a posterior chamber lens (unknown model) in place from a previous surgery. This lens had dislocated, an exchange was planned. Following removal of the dislocated lens an amo lens was placed in the patient's eye and the surgeon decided there wasn't enough room in the posterior chamber to hold the lens. The incision was enlarged to remove this lens and an anterior chamber lens implanted. Sutures were placed. The account reported a patient injury did not occur.

Manufacturer narrative:
Completed by the manufacturer. Inspection of the returned lens shows one distorted haptic and dried viscoelastic on the optic. Account reported this event was not caused by the intraocular lens, but is a patient's eye anatomy issue. There was no patient injury. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.